Event description:
Medtronic received a report that a solitaire fr could not be deployed. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a cerebral infraction. The patient¿s vessel tortuosity was normal. Stroke onset to reperfusion time was 3 hours. An emergency patient with cerebral infarction came to the operating table. Angiography revealed occlusion in the brain at the end of the internal carotid artery. A micro-guidewire and micro-catheter with react 68 were used to suction the area but it did not clear the area. Then an sfr-4-20 stent was prepared for thrombectomy. After thrombectomy, stenosis was found. After balloon dilation, the stent could not be deployed. Later, the stent was replaced and tried again. The blood vessel was successfully cleared and the operation was completed. The patient did not have vessel stenosis proximal to the thrombus site. It was unknown if the pushwire torqued during the procedure. Number of passes with the stent were unknown. There was no friction or difficulty during the procedure. It was unknown if the microcatheter tip covered the stent proximal marker during retrieval. The stent was removed from the patient. It was unknown if there was surgical or medicinal intervention required. It was unknown if the physician attempted to detach the stent. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Continuation of d10: product ID (lot: unknown); product type:; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr 4-20 stent device was returned for analysis inside a biohazard bag and a shipping box. Damaged location details: the solitaire fr 4-20 stent finger markers were examined inside the introducer sheath. All finger markers were aligned correctly, and no damage was noted. The stent¿s working length and non-working length struts were in good condition. No irregularities were found outside the proximal marker, and no defect was found on the marker coil. The pusher wire was kinked at the detachment zone. No other anomalies were found. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿separation¿ complaint could not be confirmed, as the returned solitaire fr 4-20 stent was still attached to the pusher wire. Therefore, the cause of the separation complaint could not be determined. In addition, the pusher wire of the returned solitaire fr 4-20 stent device was kinked at the detachment zone. The damage likely occurred when the customer attempted to advance the solitaire stent device through the catheter against resistance. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.